Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was communicated that no clinically relevant supporting documentation would be provided; therefore, a thorough medical investigation could not be performed. Reportedly, the root cause for the revision was ¿pain/decreased rom¿ and ¿white thicken tissue¿ was noted intraoperatively under the head, which prompted the surgeon to abort further primary revision. Per complaint details, a cement spacer was implanted ¿with a plan to revise at a later date¿. The patient impact beyond the reported revision with suspected infection (or other pathologic process) could not be determined. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Pain is a potential complication associated with any surgery. Some potential probable causes of this event could include patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the patient has components (cofield2) in place since six years ago and was experiencing pain decreased range of movement. Blood work suggested no infection. During a revision surgery procedure it was found white tissue present under the head biopsy taken. The all poly glenoid (cemented) was removed with an osteotome and a pair of nibblers